Manufacturer narrative:
(B)(4). Investigation evaluation: our laboratory evaluation of the returned product confirmed the report based on premature deployment of bands from the barrel, however, could not confirm any defect in the trigger cord. The product return included the loading catheter, trigger cord wound on the handle and empty barrel. The six bands and irrigation adapter were not included in the return. Due to the condition of the returned device, a functional test could not be performed. A visual examination of the device was performed. The trigger cord was found to be wrapped around the spool of the handle several times and the handle was returned in the firing position, not in the 2-way position as required prior to use. In addition, the knot on the handle spool was seated into the hole of the slot however, not pulled down as required. All six bands had deployed prematurely and were not included in the return. The trigger cord was examined and all 12 deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The sub-assembly device history record for the lot number said to be involved does contain a nonconformance that could potentially be related to the reported observation. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. As returned we could not confirm a defect in the trigger cord but did confirm that all 6 bands had deployed prematurely. As the device is designed, once the bands are deployed, the trigger cord is no longer attached to the barrel. Based on our laboratory investigation it was observed that the handle was returned in the firing position and the knot on the trigger cord had not been pulled down into the slot of the handle spool. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use direct the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Also, if the knot on the handle spool was not fully seated into the hole of the slot on the handle as required, the device may not function as intended. The instructions for use indicate "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user may be misunderstanding the device design, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for an esophageal variceal banding procedure, the physician selected a cook 6 shooter saeed multi-band ligator. The user stated that the trigger cord snapped while withdrawing it up through the endoscope. The procedure was resumed by using another new device and it was successful. The device evaluation found that the trigger cord was intact, but the bands were prematurely deployed. This occurred prior to patient contact; there was no impact to the patient.